Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09964 and 2134265-2016-09962. It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous fistula in the arm. Aspiration was initiated inside the body. However, after approximately 30-40cc was used, an error message to check saline supply was displayed. Two additional avx® thrombectomy sets were selected and aspiration was initiated; however, the same error message was received after approximately 30-40cc was used with both catheters. The procedure was completed with another of the same device. There were no patient complications and the patient was not harmed.